Manufacturer narrative:
(B)(4). The devices were not returned for analysis. The lot history records (lhr) for could not be reviewed because the products were not returned for evaluation and the lot numbers were not reported. All available information was investigated and a definitive cause for the reported single leaflet device attachments (slda) and events of difficulty grasping the leaflets (failure to adhere or bond) could not be determined. The information reported was through a presentation during the spanish society of cardiology congress, and there were no case or device specific details; therefore, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: spain monitoring mitraclip implantation study, and translated abstract are attached. The patient deaths and other adverse patient effects referenced in the attachment are filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment(slda). It was reported through a presentation during the spanish society of cardiology congress that in four mitraclip procedures, the clip was not implanted {unable to grasp} and in two procedures, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Details are listed in the attached abstract, titled spain monitoring mitraclip implantation study. Please see attachment for additional information.